Event description:
The customer reported that the jaws would not open while on tissue. It is unk how the jaws were removed from the tissue but it is known that they were not removed manually. There was additional tissue loss as a result of the surgeon trying to remove the device from the pt. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.